Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the unite failed repair testing with a critical "service required" code found in the ventilator's downloaded error log. The device's oxygen blending module printed circuit board assembly was replaced to address the issue. Routine periodic maintenance was completed. Additional findings not related to the malfunction/issue: there was damage noted to the screw receiving part of the oxygen blender housing. The oxygen blender housing was replaced to address the issue. Since the state of health (sh) value for the detachable battery was at 67%, the detachable battery was preventively replaced.